Manufacturer narrative:
Result: faultynut in lift motor.

Event description:
It was reported by service report that the bed lowered 6 inches when transferring a pt. There was pt involvement; however, no adverse consequences were reported.